Event description:
A report has been received of a patient requiring hospitalization. The daughter has been called for additional information. In speaking with her, she was not able to provide any information that identified a cause and did not report a problem with the use of this set. Additionally, the clinic was contacted for additional information. At this time, no information was provided regarding a problem associated with the use of this product. However, it is the opinion of the clinic staff that the patient's recent case of peritonitis is related to his emotional issues, failure to perform his prescribed dialysis exchanges and his medical issues. There is no sample and the exact lot is unknown.

Manufacturer narrative:
(B)(4)